Event description:
At implant, the physician was not able to insert the extension into the neurostimulator (ins). A different extension was used with the same effect. A different ins was used with no adverse events. The pt was doing fine.

Manufacturer narrative:
(B) (4).